Manufacturer narrative:
Investigation summary: material #: 368607 lot/batch #: 3274642 bd had not received samples, but 1 photo was provided for investigation. The quality of the photo made evaluation difficult so the failure mode of defective printing could not be observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective printing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective printing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using an unspecified number of bd vacutainer® eclipse¿ blood collection needle that the lot number on the shield has been blurred and unrecognizable.